Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. The device was used to complete the procedure. There was no patient consequence. One device was discarded.